Event description:
It was reported that, "surgeon was inserting 5.0 locking screw into locking hole of lateral distal femur plate. When surgeon was completing final tightening, screwdriver tip broke off in screw head. Surgeon retrieved screwdriver tip and completed surgery."

Manufacturer narrative:
Add'l info has been requested. If add'l info is received it will be provided on a supplemental report.